Event description:
While servicing the device, the philips authorized service personnel (asp) discovered that the replacement display assembly was not working, not all of the soft key buttons were functioning. There was no patient involvement.